Event description:
According to initial reporter: the graft was unsheathed to deploy and upon rotating the handle to release the graft from the delivery system, the proximal bare metal end moved and turned distally. Ballooning was done to try to smooth out the graft, but was unsuccessful. Patient outcome: additional procedure: an additional 42-121 graft was used to cover the area of infolding.